Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a pacemaker system implant procedure. The right ventricular lead was found to be exhibiting high pacing impedance after placement, so the lead was exchanged to complete the procedure. Patient had no consequences and was stable after the event.